Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was recommended for replacement to resolve the issue. No report of patient involvement. Block the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was not patient involvement.